Event description:
Event description cpi received information that this unipolar lead was repaired. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician noted an insulation break on this lead. The lead was repaired with lead repair kit and remains implanted.